Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump restarted during prime. The motor error alarm occurred just before the restart happened. The customer was unable to end the prime because the piston did not stop. The drive support cap was loose. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device was received with no button response due to flattened act button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to confirm motor error alarm, piston anomaly, restart during prime anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Motor passed motor test.